Event description:
It was reported that the pulse generator exhibited a telemetry anomaly and interrogated intermittently. After re-interrogating the device, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.